Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed, reported event could not be confirmed. Indeed, on 5th of august, syringe bd plastipak 20 ml was selected, and infusion started at 0.2 ml/h with a target volume at 0.1 ml, because device has been programmed in v/t mode. After 30 minutes, the device stopped at target volume programmed with 0.1 ml recorded. The subject device (model agilia sp mc, serial number (B)(6)) was returned to our laboratory for analysis. Upon reception, subject device was submitted to a visual inspection. Nothing was observed. Then, device's displacement/linearity and flow rate accuracy were tested with different syringe size. Results were compliant with IFU specifications. In addition, device was opened and nothing was observed. Therefore, no dysfunction was found with subject device. Based on available information, no issue is suspected with subject device. To our knowledge no patient consequences have been reported. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.

Event description:
Customer reports the following: "trust reported that the agilia sp mc wifi was programmed correctly but did not infuse. Under delivered product. The pump infused but at the incorrect rate - the customer reported that the infusion only delivered 0.1mls/hr instead of the rate required and therefore there was an underflow. The date and time is in the report as 15:41 on 5th august." Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.